Event description:
Laboratory employee slipped and fell due to leakage of water from the analyzer. The employee received unspecified treatment and missed work for one week. The employee has returned to work, but complains of muscle spasms. The leak was caused by a cracked cap on the water reservoir. The instrument was repaired.